Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. One jaw of the device was broken at the fulcrum. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is exposed to a side force (leverage) that consequently breaks one side of the jaws. Another possibility is when the device is activated with too much force to the jaws and is used in a twisting motion resulting in breakage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 15 minutes from the start of the laparoscopic procedure, the device would be mashed or broken up without hitting any hard object. Device couldn¿ t grasp, when they tried. The device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 15 minutes from the start of the laparoscopic procedure, the device would be mashed or broken up without hitting any hard object. The device was replaced to complete the case. There was no patient injury.